Manufacturer narrative:
The customer reported that the central nurses station (cns) abruptly restarted on its own. Upon reboot, the cns was monitoring patients and functioning as it should. Customer was advised to restart the cns once a month as part of regular maintenance. Customer called a week later and stated that the cns shut down on its own again while monitoring patients. No patient harm reported. Customer was sent a loaner. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) abruptly restarted on its own.

Manufacturer narrative:
The customer reported that the central nurses station (cns) abruptly restarted on its own. Upon reboot, the cns was monitoring patients and functioning as it should. Customer was advised to restart the cns once a month as part of regular maintenance. Customer called a week later and stated that the cns shut down on its own again while monitoring patients. No patient harm was reported. Customer was sent a loaner. The evaluation confirmed that the monitoring program which is monitoring motion condition of central monitor was rebooting to detect abnormity of screen application and return to the normal condition. Upon completion of the evaluation it is advised to the customer to update to the latest software. The reported problem of the "system randomly restarting" could not be duplicated through testing, trouble shooting and extended operation of the device. The unit operates to manufacturer's specifications.